Event description:
It was reported that the subject had received an inappropriate shock and that the right atrial lead had high thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the outer insulation had a breached depression. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, and the lead was stretched.